Event description:
It was reported the system repeatedly showed a null process errors, requiring reboot to finish cases. This error may cause the system to lock up or not to boot. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reloaded software. The system operates as intended.